Event description:
MFR received a report form a dealer alleging that the wheelchair caught fire at the wire harness. A review of the incident by engineering revealed that a nickel and a penny, found with the returned charger, shorted the wire leads.